Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rexg1173 showed one other similar product complaint(s) from this lot number. Device not yet returned for evaluation.

Event description:
It was reported by a health professional that a per-q-cath catheter was tested before the passage. During the passage, resistance was observed and after that several holes appeared through the catheter. The leakage was internal to the patient.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 3fr s/l per-q-cath catheter. The sample was received without the inlaid stylet. The catheter terminated just distal of the 35cm depth marking. Microscopic inspection of the distal tip of the catheter revealed striations typical of a sharp instrument cut. An attempt infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, multiple leaks were observed emanating from sites between the 9cm and 14cm depth markings. Tactile inspection of the sample revealed tensile weakness throughout the sample. Microscopic inspection of the leak sites revealed small splits with inward curving edges. The split edges exhibited a granular texture. Following longitudinal bisection of the sample within the region of the splits, microscopic inspection of the inside surface revealed longitudinally aligned scoring marks. The damage on the inside surface of the catheter was more extensive than that observed on the outside surface. The characteristics of the splits and the features on the inside surface of the catheter were typical of damage caused by the inlaid stylet. Catheter damage caused by the stylet is typically caused either by manipulation of the stylet prior to wetting or against resistance. The product IFU states ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position.¿